Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. It was noted the physician changed the detection vector and requested data from the device be analyzed. Technical services reviewed available device data and noted the episode in question shows another rhythm superimposed on the qrs complex, as detected by the device. The question arises as to the origin of these second signals, specifically whether they are cardiac or external in nature. As such, it was advised the patient is asked what they were doing at the time of the shock. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. It was noted the physician changed the detection vector and requested data from the device be analyzed. Technical services reviewed available device data and noted the episode in question shows another rhythm superimposed on the qrs complex, as detected by the device. The question arises as to the origin of these second signals, specifically whether they are cardiac or external in nature. As such, it was advised the patient is asked what they were doing at the time of the shock. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.